Event description:
It was reported during routine check that the cardiosave intra-aortic balloon pump (iabp) touch screen not working. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). Due to character limitation in e1 for event site address, the full event site address is (B)(6). Additional event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated filed: b4, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse clean the touch screen and calibrated the touch screen. The machine can work normally. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.